Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the programmer had telemetry difficulties, the programmer passed functional test and was able to interrogate successfully. Analysis did find that the system fan was noisy and it was replaced. (B)(4).

Event description:
It was reported that the programmer would not interrogate. In the technical services call it was reported that the programmer had " intermittent" ability to interrogate. It was further noted that though different programmer heads were tried, the issue persisted. The programmer was returned for service. No patient complications have been reported as a result of this event.